Event description:
A vns consultant was at a physicians office and reported that she noted when she was looking at programming history on his handheld computer that their was a patient with a dcdc 0 on a system diagnostic test. The patient's records were reviewed and noted that the patient had been having some increase in seizures since their office visit in (B)(6) 2011. She reported that the diagnostic results she noted were low impedance with dcdc 0 on a system test. The patient's current settings are 2/20/250/30/1.8. Clinic notes were received for review and noted the patient having increased seizures not above baseline, stimulation not perceived and they were having more choking episodes, since being implanted with their vns the patient does not have anymore grand mal seizures. Surgery is going to be planned sometime this summer but no date set at this time. (B)(4) attempts have been made and no further information has been attained.

Event description:
The patient had their vns generator replaced. The explanted generator is in product analysis pending completion. The patient did not have their lead replaced.

Event description:
The pulse generator was returned due to prophylactic replacement. Although the reported allegations of "increased seizures", "dysphagia", "stimulation not perceived", "lack of efficacy", "change in seizure pattern", and "increased seizure intensity", cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A vns consultant was at a physician's office and reported that she noted when she was looking at programming history on his handheld computer that there was a patient with a dcdc 0 on a system diagnostic test. The patient's records were reviewed and noted that the patient had been having some increase in seizures since their office visit in (B)(6) 2011. She reported that the diagnostic results she noted were low impedance with dcdc 0 on a system test. The patient's current settings are 2/20/250/30/1.8. Notes were received documenting several events of increased seizures. Some seizures not above baseline and some were above baseline and a change in frequency and possibly type. The patient does not feel their vns stimulation and they were having more choking episodes since their last programming change. Since being implanted with their vns the patient does not have any more grand mal seizures. Additionally noted (B)(4) 2012, that the patient had had several seizures after his last visit. He missed his next visit because of a hospitalization. His seizure control is better now. He has never had much benefit from activating the vns. He never has felt it go off. His seizures are less severe now. Reported (B)(6) 2011 clinic visit. His wife reports that since his last visit he has continued to have increase numbers of seizure averaging about 8 to 13 seizures per month. His wife also says that he used to just tighten up with his seizures and now he is starting to have more rhythmic movement, and she is worried that they are increasing in severity along with frequency. She says that over the years his best seizure control has been about 2 to 3 per month, and he has had a vns for years. She worries his vns is less effective. His vns was interrogated to make sure the generator and battery were working well. There is no evidence that his vns is failing at this time. However, given that he is 4 years out I his doctor recommended more frequent interrogation, and they plan on rechecking that in 3 months. For further treatment of his seizures as he has not tolerated higher settings on his vns they will be adding vimpat. The patient does have a history of falls. Their surgery will be planned for some time this summer no date set at this time.

Event description:
A vns consultant went to a clinic visit and it was noted after review of programming history in the site's handheld that there had been a generator diagnostic test performed on (B)(6) 2012. This test is addressed in medwatch report number: 1644487-2012-01176. The patient's generator had been reset to 0.00ma. The patient's settings were not reviewed with a final interrogation prior to the patient leaving the office and was subsequently programmed to unintended settings from the test. The patient would not have been receiving therapy. The patient returned to the office on (B)(6) 2012 and the settings were corrected at that time. The site is now aware how to prevent this from happening. The patient is scheduled to have their generator replaced on (B)(6) 2012. Loss of therapy likely attributed to the patient's seizure events since (B)(6) 2012. It is not suspected that the patient has a lead issue at this time. Likely a normal mode diagnostic test was performed when the device was programmed off. No further information has been received about the patient's reported events.

Manufacturer narrative:
Adverse event corrected data: omitted clinic information on initial MDR.

Manufacturer narrative:
Operator of device; corrected data: updated to patient. Type of event: corrected data omitted 30 day report on initial MDR.